Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited scope communication error b30 and static screen. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
Updated fields: d9, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, a root cause could not be identified. The most probably cause of the malfunction is component failure of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.